Event description:
It was reported via repair work order that the right side rail will not lock into place. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.